Event description:
Legal papers state the pt developed post operative infection following a total knee procedure in 2001. The attorney alleges the mixing bowl for the cement used was not sterile; resulting in infection in the pt's knee and femur. Pt will be scheduled to remove the implants; undergo a period of medication and then undergo a third surgery to replace the prostheses.